Event description:
It was reported that during a surgical procedure at the user facility the blade broke. The procedure was completed successfully; however, there was a 2 hour delay as an x-ray had to be completed.